Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early discharge related to the transmitter occurred. It was indicated that the device was inserted into the arm, which is off-label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed as early sensor expiration. The probable cause of the sensor expiration could not be determined. The reported event of an early discharge is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported